Event description:
Per the info provided to co by the physician's office, via the international representative, the device was removed due to "infection". As reported to co, the entire device was removed.